Manufacturer narrative:
The g4 user guide states to always make sure that the correct time and date are set on your system. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had incorrectly adjusted the time on the pump while it was being entered. The customer stated that the blood glucose was within the target level. The customer changed the time to reflect the accurate time.